Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The contact was sent the investigation results. Medical records and x-ray review indicates irregularity of the patella with an image of articular surface wear; the prosthesis and osteosynthesis material are located in normal position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only size d right, catalog #: 00576401452, lot #: 64183847. Nexgen all poly patella, catalog #: 00597206529, lot #: 64445099. Stemmed tibial component precoat size 2 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem extender, catalog #: 00598002702, lot #: 64422997. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2021-00115.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had severe pain. The patient had physiotherapy and the pain was reduced but not eliminated. Constantly taking x-rays, it was found that one of the problems that arose from this surgery was the erosion and inhomogeneity of the implantable patella. Attempt for further information has been made, but no further information has been provided. From additional information received, it was reported that that x-rays shows normal position of the implants but irregularity of the patella and wear of the articular surface.